Manufacturer narrative:
Age, weight and ethnicity: unknown/ asked but not available. If implanted, give date: not applicable, as there is no indication that the lens was implanted if explanted, give date: not applicable, as there is no indication that the lens was implanted the device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded delivery system was cracked at the tip when the surgeon was placing the lens during the surgery. Another lens of same model and diopter was used as the replacement. No other information was provided.

Manufacturer narrative:
Additional information: additional information received from the patient label received along with the product revealed that there was no patient contact. Upon further review, customer confirmed that there was no patient contact with the device. Therefore, this report is no longer a reportable event. This supplemental filing is to correct that no further follow ups will be sent out under medwatch 3012236936-2022-01457. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.